Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the rexroth valve being stuck. Additional malfunctions include the poppet valve was not shifting fully, the gear clamp for the tubing was leaking, the tie wraps for the tubing was leaking, the pe valve was not shifting fully, and the sieve beds were saturated.